Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their peritoneal dialysis therapy in fill 4 of 4. It was reported that the fluid leak was coming from the stay safe connector on their liberty cycler set and the treatment subsequently cancelled. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed that the fluid leak was from the blue part of the stay safe connector on the liberty cycler set. The patient was prescribed a prophylactic antibiotic (type, dose, route, duration unknown) for the leak. Despite the prophylactic antibiotic, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has continued therapy using new supplies without issue and without reoccurrence of the reported event. The cassette was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.